Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was unable to hear some of the continuous glucose monitory (cgm) alerts and error messages when it is declared by the pump. The customer reported receiving a low bg alert but did not know about it until an hour after. The customer stated would feel the vibration but not the audible noise. The customer confirmed that the cgm volume settings are set. The customer stated that the audible alert works sometimes but inconsistent. Reportedly, the customer wears the pump clipped close to the skin where pump can be heard. The customer's blood glucose (bg) was 27 mg/dl at the time of the event. The customer ate sugar and honey to address bg level. It was indicated that the customer would continue to use the pump until replacement arrived.